Event description:
A discordant elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on an atellica im analyzer. The repeat results were comparable to the initial result. The sample was repeated on an alternate method and the result was lower than the initial result. When these results do not agree, the lab then reports both results with a comment that there may be interference with the assay. The sample was sent to the main lab for additional testing . There are no known reports of patient intervention or adverse health consequences due to the elevated atellica im high-sensitivity troponin I result.

Manufacturer narrative:
The customer from outside the united states reports observation of a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im analyzer, and the results were comparable to the initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. The atellica im high-sensitivity troponin I (tnih) instructions for use (IFU) limitations section states: "samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method." The IFU also states: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results." Siemens is investigating.

Manufacturer narrative:
Siemens investigated an outside of the united states customer observation of discordant elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing. The customer has reported the observation of discordance between methods retrospectively and not in a timely manner. The observations have been reported to siemens to comply with australian regulations (tga). Customers in australia are required to report discordant results to their competent authority (tga) and notify the manufacturer and this may be done retrospectively in a summary manner. The assay¿s instructions for use (IFU) states the following, under interpretation of results: ¿results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings.¿ it is noted that atellica im tnih is a high-sensitivity troponin I method whereas the alternate method is a point-of-care conventional-sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. The following is stated in the IFU, under limitations: ¿values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology.¿ there is no expectation that atellica im tnih and alternate troponin test methods will produce similar results. The customer has declined to provide any additional information regarding patient diagnosis or treatment, and ultimate determinations regarding result indications. The customer also declined to provide any complaint materials and patient samples for siemens investigation. Therefore, siemens is unable to further investigate this issue. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results. This report addresses the result obtained 15-mar-2023. MDR 1219913-2023-00252 supplemental 1 report was filed for the result obtained 14-mar-2023.